Event description:
Japan alliance registry it was reported that restenosis occurred. The 100% stenosed and mildly calcified target lesion was located in the proximal right coronary artery. The lesion was treated with 4.00 mm x 20 mm and 3.50 x 30 mm agent dcb devices. 6 months later, a heart computerized tomography (CT) scan was completed and revealed significant stenosis in the right coronary artery. 2 weeks later, coronary angiography examination was performed, and the patient was diagnosed with restenosis in the right coronary artery, which was determined to be severe. Coronary flow reserve ratio was 0.71, and ischemia diagnosis was positive. Revascularization was performed 2 weeks later.